Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed high pressure. No visible kinks or defects in the tubing and changed the pump only. Patient was able to successfully resume his infusion, and it ran without incident on the new pump for approximately 30 minutes prior to his call. Patient stated he had a problem with his internal line not tubing 2-3 weeks ago and it was replaced at that time. As the patient only changed pumps and not tubing to resolve the error, based on the information provided it seems most likely that the pump was the problem in this case. Patient did not specify if hospitalized for line replacement or provide dates, only stated that it occurred about 2 weeks ago. No other information provided. No patient injury reported.

Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the alarm is the dso sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.